Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient disconnected a bag and then reconnected a new solution bag. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. This complaint was not confirmed. Per the complaint information the cause of the complaint is use error. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
A customer contacted (B)(4) regarding a check lines and bags alarm. The supply bag and final bag had fluid. The fill volume (fv) equaled 2187ml. (B)(4) helped the caller end therapy as the caller said the bag was disconnected when it was empty and a new bag was added to the same line. (B)(4) told the caller to contact the dialysis registered nurse (rn) regarding removing bags and respiking a new bag. The caller said they only have 5l bags and that was why new bags were added during therapy. (B)(4) told the caller that 6l bags were available. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up the dialysis nurse said that the reporting nurse should have just called her because she could have assisted with the troubleshooting. The nurse said what happened was that the caller just did not break the frangible. The nurse said it had all been straightened out and they had not had any problems since. The nurse said they added a new bag after the others were empty, and when the nurse called, it was that bag that she did not break the frangible on. Baxter advises against switching out supplies during therapy. The nurse said that she knew, but that this was the only patient that would require 6l bags and he would not be there that long. The nurse said the doctors did not think it was cost effective to order a whole case of the 6l bags. The nurse said there was no injury or medical intervention required as a result of this event.